Event description:
The customer reported the generation of intermittent erroneously high ion selective electrode (ise) results including sodium (na), potassium (k), and chloride (cl) results on their au5800 chemistry analyzer over five (5) days. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and performed multiple hardware interventions, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4). For erroneous results generated on (B)(6) 2022, refer to beckman coulter internal identifier (B)(4) and MDR # 9612296-2022-00062. For erroneous results generated on (B)(6) 2022, refer to beckman coulter internal identifier (B)(4) and MDR # 9612296-2022-00063. For erroneous results generated on (B)(6) 2022, refer to beckman coulter internal identifier (B)(4) and MDR # 9612296-2022-00064. For erroneous results generated on (B)(6) 2022, refer to beckman coulter internal identifier (B)(4) and associated MDR.